Event description:
This case was reported by a consumer and described the occurrence of stroke in a pt who rec'd double salt denture cleanser (B)(4) (polident) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started double salt denture cleanser (B)(4), unk dosing. At an unk time after starting double salt denture cleanser (B)(4), the pt experienced stroke. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk.

Manufacturer narrative:
Polident is manufactured in (B)(4) in the united states, and neither the product nor lot number for this product is available. (B)(4).